Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results the customer is concerned with tests results from results obtained of 140, 124 and 116mg/dl. The customer's expected fasting blood glucose test result range is 80 to 90mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in kitchen. The test strip lot manufacturer's expiration date is 04/22/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 105mg/dl (B)(6) 2017 07:30 pm fasting: yes; 140mg/dl (B)(6) 2017 11:28 pm fasting: yes; 104mg/dl (B)(6) 2017 03:39 pm fasting: yes; 124mg/dl (B)(6) 2017 09:22 pm fasting: yes; 116mg/dl (B)(6) 2017 08:34 pm fasting: yes. The customer is calling in regards to getting high results on the meter. Customer say he is not a diabetic and he just wants to keep a track on his blood sugar. He has not had any changes in his diet and he does exercise.